Event description:
Customer reported no delivery alarms that occurred during the prime/rewind process. The blood glucose reading was 135 mg/dl. Customer was unable to troubleshoot for this issue as it was a past event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.